Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and detached end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. It was stated the battery compartment was broken. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.